Event description:
The customer stated that he had low readings of 73mg/dl and 48mg/dl. Upon probing, the customer admitted he had noticed a decimal point in his readings. It was determined that the meter was set in mmoi/l. The customer did not medicate himself or allege any adverse events due to the incorrect units of measure. The customer was able to set the meter back to mg/dl with assistance. The meter was to be returned for evaluation and a replacement meter will be sent.